Event description:
Customer reported the unit will not power on. They have replaced the batteries with a new supply. Customer reported there is no battery leakage on the battery compartment. The customer did not provide a date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Result: inspection of the returned product did not confirm the reported issue that the unit will not power on. However evaluation revealed the unit powers up, but the alarm does not sound. Also the nurse call functions works as it should, but there is no audible sound. Additional tests performed revealed the unit has a defective speaker. Visual findings: there is a chalky residue on the battery door. (B)(4).